Event description:
Customer reported that valve exhibited stick down after detaching from a hospira 12ml pre-filled syringe. Customer uses alcohol to swab the valve. There was no patient or user harm reported and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Patient information requested and all available information is included. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.